Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6), 2011. According to the complainant, the patient experienced extreme pain, erosion of her internal bodily tissue, dyspareunia and additional injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.